Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4),

Event description:
Additional information was provided by the physician who stated "think it is coating, able to remove, and underneath the lens." She sent a sample in removed from the eye. She was rushed and didn't have time to differentiate on the individual previously reported complaints.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. Evaluation summary: a used cartridge was returned. Wet viscoelastic was observed in the cartridge. The cartridge had evidence of being placed into handpiece. There was internal damage on the left side of the tip. The cartridge was cleaned for further evaluation. Top coat dye stain results were acceptable for presence of top coat. Internal disruption was observed to the interior coating on the left side of the tip. Three photos were provided that appear to have been taken of a screen displaying the eye. The lens cannot be perceived due to the distortion from the screen. A particle can be observed in the upper left quadrant of the photo. No determination can be made as to the origin of the particle. Lab analysis: no particles were found that matched the photo or cartridge damage. A light brown particle was found on the swab. The particles was analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particle's generated spectra to a library of spectra yielded no good matches. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridge, the reported foreign material may have been internal coating material from the cartridge tip. The cartridge was damaged. The cause of the damage could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number from the same facility. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during eight intraocular lens (iol) surgeries on the same day, the cartridges were leaving a mark or something on the lenses after implanting the lenses. The substance on the lens was removed and the iols remained implanted. A sample from one of the cases is available for return. It is unknown which case is related to the returning sample. No further information is known at this time. Additional information has been requested.